Event description:
Caller reported experiencing a cgm error 42 related to their g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete information for a pump reset and guided the caller through the process, after which no further errors were reported. The caller successfully initiated their sensor session.